Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that upon device replacement, it was found that the suture holding down this right ventricular (rv) lead had partially cut through the lead's insulation. Subsequently, this lead was surgically abandoned and replaced for a new lead. No additional adverse patient effects.